Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, saline spraying from the needless connector y-site during flushing. We have had this occur more than once. Additional information received: the material was the safestep huber needle set. There was no harm to the patient but when the nurse flushed, blood shot out from the secondary port and exposed her and the patient to blood. There was no contact with mucous membranes (eyes, nose, or mouth) or open skin. In all instances, the patient¿s blood contacted the nurse¿s clothing only. No labs or prophylactic treatment were indicated. There is no known documentation indicating the patient has a bloodborne pathogen. A specific number of affected devices or patients was not provided by the complainant. No other information was provided.